Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 - lot number. D9 - date device returned to manufacturer. H4 - device manufacture date. H6 - codes updated to imdrf codes. Visual analysis of the returned sample revealed that no defects were identified with verse poly driver, shaft. The dimensional inspection was not performed due to conclusive evidence of the missing component for the polydriver handle (pi-16341326821071861). The functional test was performed on the poly driver handle with the mating device. The handle was not appropriately locking/holding the shaft device when assembled together. The shaft was able to be pulled out from the handles without pressing the button. The functional test failed as the handle was missing dowel pin and the poly driver button was not functioning as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint condition was confirmed for the verse poly driver, shaft but the cause cannot be traced to the device as the issue was identified with the mating device (pi-16341326821071861). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: dwg-887031423, rev. E (current & manufactured) device history lot - a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn133398 was released in a single batch. ¿ batch1: lot qty of 542 units were released on 22 may 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the connection between the screwdriver handle and the shaft comes off when tighten a screw. This event has nothing to do with any surgery. This event occurred during a sales representative demonstration. No further information is available. This report is for one (1) verse poly driver, shaft. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.